Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding, abnormal bleeding (general)"), uterine neoplasm ("uterine tumor") and colitis ischaemic ("ischemic colitis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("chronic utis"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced colitis ischaemic (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced uterine neoplasm (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), anxiety ("anxious"), depression ("depressed"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal cramping") and pollakiuria ("frequent urination"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, ablation on 2012). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, uterine neoplasm, migraine, anxiety, depression, urinary tract infection, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, colitis ischaemic and fatigue outcome was unknown and the abdominal pain lower, female sexual dysfunction, vulvovaginal pain, abdominal pain and pollakiuria had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, colitis ischaemic, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pollakiuria, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet new reporter added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events apareunia (inability to have sexual intercourse), chronic utis, bladder problems or changes, urinary problems or changes, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, ischemic colitis, fatigue, abdominal cramping, frequent urination and essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("irregular bleeding") and uterine neoplasm ("uterine tumor") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine neoplasm (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with ablation and later, in (B)(6) 2016, she underwent a hysterectomy and bilateral salpingectomy. At the time of the report, the genital haemorrhage, uterine neoplasm, abdominal pain lower, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, migraine and uterine neoplasm to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.